Event description:
It was reported that during a prostatectomy procedure, the clips scissored. The procedure was finished with manual sutures. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.